Manufacturer narrative:
Specific patient or incident information was not provided. The doctor replaced the patient's restoration using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that two (2) patients had experienced sensitivity after restorations were placed using the optibond solo plus product. This is the first of two (2) reports.